Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken conductor wire in the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Components adjacent to the broken wire do show damage. A visual inspection found thermal damage at the distal clevis. The instrument was found to have thermal damage on the monopolar at the distal clevis. Material appears to have burnt off from the charring that occurred at the distal clevis. The conductor wire is broken. The instrument failed the electrical continuity test. Thermal damage is likely a result of the broken conductor wire. The instrument was found to have a dislodged cautery hook at the distal end. The hook is not fully intact at the molded insulator. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument had a tremendous amount of smoke from the elbow. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that no arcing was observed and no thermal damage on the instrument. The tip did not have a collision and the issue did not cause patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.